Event description:
It was reported that a site was having issues with two of their dell x50 handheld devices in that they were not holding the correct date and time after multiple tries to reset and re-enter. The first handheld is reported on MDR number 1644487-2010-02692 and this MDR will house the second handheld. The issue with the second handheld was not reported to the MFR until (B)(6) 2010. Good faith attempts to obtain the handheld for product analysis have been unsuccessful to date.